Manufacturer narrative:
Pump not in manufacture mode. No pump error 38 noted during testing. The motor was tested outside of the device and passed. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and no motor movement or negligible movement. Retries to free a stuck motor failed. Customer's blood glucose value was 402mg/dl. Customer stated that they are not able to rewind the pump. Insulin pump will be returned for analysis.